Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge with 150 units. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Insulin delivery was resumed.